Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant of this cardiac resynchronization therapy defibrillator (crt-d) system episodes of untreated ventricular tachycardia (vt) and ventricular fibrillation (vf) were observed. Upon review instances of undersensing were observed. An x-ray was obtained that confirmed right ventricular (rv) lead dislodgement. Following termination of the arrhythmia a revision procedure was performed wherein the rv lead was repositioned and subsequent lead measurements were within desireable range. No additional adverse patient effects were reported. This system remains in service.